Event description:
It was reported that a standard bore power injectable extension set would not prime. The priming technique was not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection was performed which showed no obvious defects. Microscopic inspection of the gland center slit showed that the gland center slit had been initially re-knit, it was also noted that the re-knit opened. The reported condition was verified; however the cause could not be determined. Functional testing was performed and the sample primed and flowed normally. A CAPA has been opened to address the issue of the center slit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.